Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. During visual inspection, the technician identified that the leakage originated from an aging dialyzer bypass interface. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was verified. The cause of the condition was determined to be the aged component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the red bypass interface of an ak 98 machine during hemodialysis therapy. The machine was changed to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.